Event description:
Patient was undergoing embolization procedure for pulmonary avm using penumbra ruby coils. During the procedure a coil was unsheathed and prepared for insertion in a microcatheter. Damage was noted to the pusher wire as the coil was advanced through the sheath. Friction was noted as well during the advancement. The coil unintentionally detached as the physician pulled the pusher back. The sheath and the coil were removed together and the procedure was completed.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.